Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion.

Event description:
It was reported that the patient experienced asystole due to the implantable pulse generator (ipg) reaching premature battery depletion. The patient was pacemaker dependent and had to be resuscitated when the pacemaker stopped working. The pacemaker could not be interrogated anymore. It was noted that the patient did not attend any device follow up so no one recognized that the battery was depleted. The ipg was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.